Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000443, serial/lot #: s/n (B)(4), UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was a y drive failure and the system was not moving up or down. They replaced positioner motion controller and tested system. The system then passed the system checkout and was found to be fully functional. Casepart (B)(4) was returned and was under analysis. Upon completion of analysis, a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the y drive was not functioning on the imaging system. There was no patient present when this issue was identified. No additional information was provided.